Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella device for mechanical circulatory support. The patient¿s baseline platelet count on (B)(6) 2025, prior to the procedure, was 170. After the procedure on (B)(6) 2025, platelets decreased to 126. Post-operatively, the patient was hypovolemic, which resolved with diuretics. During the hospital stay through (B)(6) 2025, the lowest platelet count recorded was 94. Platelet levels began to recover after (B)(6) 2025, and by discharge on (B)(6) 2025, the count had increased to 307. Platelets were monitored throughout, and no treatment was administered. The medical team was not concerned, and the impella 5.5 device was discarded.